Event description:
Procedure type: colectomy. According to the reporter: surgeon used 100mm gia with 3.8mm load for transection and side to side anastomosis; all looked fine intraoperatively. Several days post op surgeon had to re-operate and discovered a small opening in the middle of the anastomotic staple line. Re-operation on (B)(6) 2013. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. No reinforcement material was used.

Manufacturer narrative:
(B)(4).